Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnosis for a cardiovascular procedure. The procedure was completed as planned by using fluoro at the time of the event. The philips field service engineer (fse) inspected the system on-site and confirmed that the system could not perform an exposure. Review of the log file showed the measured tube current was lower than the expected tube current. Upon troubleshooting, the fse performed tube conditioning, adaptation, yield, and edl adjustment and confirmed that the tube was defective. To resolve the issue, the fse replaced the x-ray tube and completed the calibrations. The defective x-ray tube was returned to philips for failure analysis. The analysis showed that the tube failed due to a vacuum leak (cathode insulator). A detailed analysis of the tube showed that it failed with a microleak in the cathode ceramic. Experience shows that a microleakage leads to a very slow deterioration of the vacuum. The tube had been used for over 58 months, and the failure is considered normal wear and tear. After replacement, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue did not impact the completion of the procedure. The procedure was completed as planned by using fluoro at the time of the event, with no impact on the patient or the user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system could not perform exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.